Manufacturer narrative:
Additional information was requested and on sept/14/2015, the following was received: 10 minutes after the surgeon started the procedure (visceral surgery - cholecystectomy), while using the scissors, he felt electrical shocks and his reaction was to drop down the instrument. The device was in contact with the patient ((B)(6) male), there was no injury for either the patient or the surgeon, but it caused a hole in the surgeon's glove. The procedure went ahead as planned with another device. The event did not lead to an increase of surgery time. There is no complaint with the device cables, they were tested and functioned correctly. 4th out of 4 reports: 2523190-2015-00089 / 2523190-2015-00090 / 2523190-2015-00091 integra has completed their internal investigation on 10/06/2015. The investigation included: methods: evaluation of actual device review of device history records review of complaints history results: - evaluation of returned device; no issue highlighted. The instrument was found compliant with the manufacturing specifications by service and repair technicians. Manufactured on aug2004 - DHR review; no nonconformity for this lot. - complaints history; no complaint related to this issue for this lot. Conclusion: the likely cause of the reported incident is a contact between the metallic part of the instrument and the hand of the surgeon through porous gloves, at the same time than a contact with the mono-polar plaque through the patient (or through the operating table, if the patient is not isolated from it). Double gloving is recommended for every electro-surgery. Routine maintenance was conducted.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports that the operator felt electrical shocks during use of the scissors. The customer reports cables were tested and functioned correctly.